Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. Part not returned for evaluation

Event description:
A medtronic representative reported that a registered nurse (rn) at the site ran the imaging system into an employee and cracked the cover. The employee was admitted to ER. Details of the event were mot provided.

Manufacturer narrative:
Additional information: a medtronic representative reported that the site employee sustained no injuries. The hospitalization occurred as a precautionary measure per the hospital's protocol. A medtronic representative went to the site to test the equipment. It was reported that the upper and lower door caps on the imaging system were replaced. The imaging system then passed the system checkout and was found to be fully functional.